Event description:
On (B)(6) 2022, initial l2, l3, l4, l5 fusion surgery. On (B)(6) 2023, second l1, l2, l3, l4, and l5 extension surgery. Secondary l2 screw removal due to pseudoarthrosis and new l1 screws added. On (B)(6) 2024, third t9, t10, t11, t12, l1, l2, l3, l4, l5, s1, and iliac screw fixation extended instrumentation surgery. Pre- or post-op x-ray, etc., were not provided. All removed components were not returned for evaluation. Right l5- 6.5x65mm screw sheared at the tip and the thread was left in the patient. No harm or injury to the patient was reported before or after the surgery. 03/06/2024 - doctor's operative reports were provided. The cause is obesity and pseudoarthrosis ( a condition when bones fail to fuse with one another due to the patient's reduced ability to generate bone-producing cells (called osteoblasts) needed for fusion.).

Manufacturer narrative:
The cause of the failure is non-device related factor adverse events related to patient's condition. The observed implant failure(s) can result from excessive loading and/or the absence of fusion within six months post-surgery.